Event description:
The customer reported that his olympus hd autoclavable camera head was experiencing an image issue during use. Additional details relating to the patient and the event have been requested, but all answers were unknown. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that no image was appearing at all due to a faulty charged coupled device unit. This report is being submitted to capture the no image event confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the image was completely gone due to a faulty charged coupled device unit. Additionally, a connection screw was loose and a kink was found in the cabling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the loss of image is due to a faulty charge-coupled device (ccd). The root cause of the faulty ccd was unable to be identified. Olympus will continue to monitor field performance for this device.